Manufacturer narrative:
Product ID 3998, lot# v007342, implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, (B)(4).

Event description:
It was reported the cause of the event was a bad battery and lead wires. It was reported there was battery depletion and the lead wires were cracked. Reportedly, the patient had a replacement surgery in (B)(6), 2013. It was noted x-rays were taken. If additional information becomes available, a supplemental report will be filed.